Event description:
Writer went to give injectable medication and applied gloves. While writer was administering injection, writer noticed that there was a small hole in the glove that writer didn't feel or notice until in process of administering injection. Hole was on lateral edge of middle finger. Multiple people have stated that they have been having issues with these types of gloves and another kind of gloves that are on the unit.